Event description:
As reported, during a laparoscopic abdominal wall incisional hernia repair procedure a capsure fixation device used to fixate an unknown mesh. It was reported that the fastener got caught on the mesh from the first attempt and the tip of the shaft could not be removed. It was also reported that the loose fasteners were removed from the patient's body, and the procedure was completed using another device. There was no patient injury.

Manufacturer narrative:
As reported, the capsure fasteners failed to fixate the mesh. Evaluation of the returned sample could not reproduce the reported event that the device failed to fixate. Functional and simulated use testing found the device to function as intended deploying the remaining fasteners with no issues. No manufacturing anomalies found. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only complaint for the reported lot of 495 units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.